Event description:
A malfunction alarm identified as malf 9 was reported. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support staff who provided pump reset information and aided in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue happened again.